Event description:
It was reported that the patient presented in operating room for device replacement. Post-sensed t-wave oversensing was noted. The lead was capped and replaced. No adverse consequences to the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.